Event description:
Pt experienced auto-inflation upon implantation in 2000. Dr. Repositioned reservoir 3 months later - device was not removed at this point. 1-2 weeks post repositioning, the pt again experienced auto-inflation. The dr. Replaced the pump and the reservoir 3 months later.